Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on april 13, 2017, omsc confirmed that the coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed and found no irregularities. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. The instruction manual of the device has already warned as follows; warnings: when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a hepatic resection, the subject device was used. U504 error occurred after a hour of use. The subject device and the transducer were exchanged, and the procedure was completed. There was no patient injury reported. On april 13 2017, olympus medical systems corp. (Omsc) confirmed that the ptfe pad was severely worn. The coating on the outer surface of the jaw was worn and partially came off. This is the report regarding the coating damage of the subject device. Another report regarding the ptfe pad damage is going to be submitted separately.